Manufacturer narrative:
Qn# (B)(4). The customer returned a 7fr ptd catheter and rotator for analysis. Visual examination revealed that the distal end of the black pebax tip was separated and not returned. Microscopic examination confirmed the tip material appeared rough and uniform, indicating a stress related tear. All the basket wires were intact and secured within the basket connectors. The total length of the returned pebax tip measured to be 0.377" which indicates at least 0.213" were separated and not returned per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs, "slide side arm on hemostasis hub forward so outer catheter covers and compresses fragmentation basket. The plastic, flexible tip of the basket should be exposed at this point." The returned basket was able to advance and retract from the catheter with minimal resistance. The ptd basket was assembled with the returned rotator. The basket rotated as expected. A device history record review was performed with no relevant findings to suggest a manufacturing-related issue. The IFU provided with this kit warns the user, "potential fatigue failure of ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. When using the ptd within the apex of a forearm loop graft, limit operation to 3 minutes or less to reduce the potential for basket failure. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. , radius of loop graft, radii < 3 cm)." The customer report of a ptd tip separation was confirmed by complaint investigation of the returned sample. The pebax tip was separated and not returned for evaluation. A device history record review was performed with no relevant findings. A non-conformance request was initiated to further investigate this issue. The request was rejected with a conclusion stating, "based upon results above we cannot verify that the reported defect is solely related to manufacturing, clinical practice, or design." Therefore, the probable cause of this issue could not be determined.

Event description:
It was reported "during use of ptd, the flexible tip of the catheter was broken and separated at the end of the distal tip. The separated (a broken piece) portion was still left in the patient's elbow vessel. The md immediately stopped the procedure. A surgery to remove the broken piece from the patient is scheduled." On (B)(6) 2021, the broken tip was successfully removed from the patient's body. No harm to patient following surgery. It was reported therapy was delayed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during use of ptd, the flexible tip of the catheter was broken and separated at the end of the distal tip. The separated (a broken piece) portion was still left in the patient's elbow vessel. The md immediately stopped the procedure. A surgery to remove the broken piece from the patient is scheduled." On (B)(6) 2021, the broken tip was successfully removed from the patient's body. No harm to patient following surgery. It was reported therapy was delayed.